Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the valve was explanted at implant due to unknown reasons. No further details were provided.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: through follow-up with the health-care provider, it was learned that the device was removed because the patient experienced aortic root dehiscence. According to the surgeon, the reason for explanting the device was not related to a device malfunction. Unfortunately, no additional details were provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The device has been discarded. No further actions are possible with the available information at this time.

Manufacturer narrative:
Method: device not returned. The device history record (DHR) review is in process. Despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider.